Manufacturer narrative:
The automated impella controller was not received from the customer at the time of this MDR writing, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported during impella mechanical circulatory support, approximately eight days after start of support, the automated impella controller (aic) soft touch buttons became inoperable. The aic was exchanged with no report of interruption in support and no harm to the patient.

Manufacturer narrative:
The investigation of automated impella controller (aic) - kbd/rotary knob issues has been completed. The console logs from the reported day of event are consistent with complaint and show that after 6 days of support, there were no more keypresses recorded in logs for the next 34 hours. During testing the reported complaint was not reproduced, it is most likely that the complaint issue was caused by kbd malfunction, where prolonged data communication anomalies resulted in loss of keypress readings. The root cause of the aic issue (unresponsive keyboard) was a defective kbd/display. D9 date device returned to manufacturer added.